Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an error message that read, "error 12 abnormal application exit detected by executive software." While downloading, the clinician pressed the continue and upgrade button when the pop up stating, "clear parameters & egms, and then upgrade?" Download was complete, but the wrong firmware was loaded. An attempt to reload the correct firmware version was made but the device would loose telemetry link and would not proceed. Patient was sent home and device was left in the field with the wrong firmware version on it.